Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not working properly and they will be sending it back. The pump did give most of the infusion but was beeping when the patient came back to get it disconnected and would not let them program the rest of the infusion. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.